Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown balloon kyphoplasty procedure. It was reported that the balloon ruptured under low pressure. No further details are known at this time.